Event description:
It was reported there was a problem refilling the pt's pump reservoir. It was stated the reservoir could be aspirated, but the pump could not be filled. Troubleshooting was suggested, but no outcome was reported. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).